Event description:
The physician reported that "the pt is experiencing pain at the connector site, indicating that there is a problem with the catheter. It is likely that a surgical procedure will be necessary".

Manufacturer narrative:
(B) (4)